Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the patient with this implantable pacemaker went to the hospital because the patient's whole body and lungs were swelling up with edema. The patient could not breathe. The physician discussed that the device corroded and there was a missing part that was supposed to inhibit the corrosion. This device was explanted. No additional adverse patient effects were reported.